Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was exposed to water and screen turned blank. Customer was able to see fluid under screen. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.